Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported (8) eight false positive results with the binaxnow covid-19 antigen self test. Confirmation testing was performed (consumer believes it was pcr) and generated negative results. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Correction: added the correct eua number in (g4) investigation completed: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.